Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During troubleshooting for a check supply line alarm on the home choice (hc) device during fill, a home patient (hp) stated that she started therapy before connecting and set up again using same supplies. The hp stated that there was no solution in the bags. The baxter technical representative (tsr) explained to not reuse the same supplies. The tsr assisted to end therapy and advised to let the registered nurse(rn) know regarding the reuse of supplies. The hp will use manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product was confirmed. As per the complaint, the patient started therapy before connecting and set up again using the same supplies. The cause for use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event of reusing supplies has been reported on in MDR 1423500-2012-04564.